Event description:
It was reported that the device suddenly shut down during use. The patient was connected to another device; no consequences have been reported.

Manufacturer narrative:
Reportedly, the device is back in use after replacement of power supply and battery which was performed by a third-party service provider. Dräger was not involved in the examination or repair activities and, requests for further information remained un-responded. Without access to log file data it is impossible to draw a reliable conclusion about the exact nature of the fault. However, based on the facts that the device was manufactured in 11/2014 and there is no evidence that the internal battery has ever been replaced since, the following scenario would be likely: the battery was not in working order anymore when the ventilation episode was started (the recommended replacement interval is two years). The battery fail state is clearly recognized by the device during pre-use check; a related alarm is being posted. The user may accept the restricted performance of missing fail-safe mechanism and can start a ventilation episode. As long as no second fault condition comes into effect the restriction will not have any consequences. But with mains power loss or a suddenly occurring malfunction of the power supply the device is left without energy source and shuts down operation completely. Other scenarios would be imaginable as well; an exact differentiation is not possible due to lack of information.